Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the infusion set was reported as loose or leaking, and the cannula did not adhere to the site upon insertion. The operator of the device was the lay user or patient. There was no patient injury.